Manufacturer narrative:
This report is submitted on july 09, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 28, 2024.

Manufacturer narrative:
Correction: it was reported that, there was no revision surgery performed to close the extrusion. This report is submitted on january 23, 2024.

Manufacturer narrative:
This report is submitted on september 27, 2023.

Event description:
Per the clinic, the patient experienced an infection and an extrusion of the device (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve.the patient then underwent a revision surgery to cover the extrusion (specific date not reported), however, the device extruded again. Subsequently, the device was explanted under general anesthesia on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.